Event description:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the runway guide catheter shaft separated in two pieces. The hub was not returned for product analysis. There was blood on the surface of the shaft and in the lumen. Magnified and visual inspection confirmed that the distal tip was attached and there was no damage. There were multiple shaft kinks. The ends of the returned shafts showed evidence of possible torsional damage. There were exposed strands of braid protruding from the ends of the shafts. The length of the two shafts were measured and are within specifications. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event or damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, tip detachment occurred. Access was obtained via right radial artery. A model-6f runway q3.5 guide catheter was used during the procedure. During introduction, the physician torqued the guide catheter and the shaft got kinked. When the physician attempted to remove the guide catheter, the tip broke off and remained in the patient's arm. The catheter was removed surgically without any problem. They brought the patient back after surgery and they went to the femoral artery instead of going into the arm or radial artery. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).